Event description:
It was stated a patient passed away on (B)(6) 2015 with the cause of death being unknown. The death was deemed to be non-seizure related. No additional relevant information was received from the neurologist. No obituary was found for the patient and therefore the funeral service is unknown. The death certificate was not requested as it does not provide the cause of death.